Manufacturer narrative:
(B)(4). By connecting the patient line extension after priming, it is a use error that will lead to an incomplete prime, which is a known cause of a system error 2240 alarm. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. The guide also instructs the user to make sure the patient line extension is correctly positioned in the organizer and verify that the patient line extension is placed in the left slot of the blue organizer. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) device during dwell two of four. The hp stated that they had connected the patient line extension after priming. The technical service representative (tsr) assisted the hp in clearing the alarm and in ending therapy. The hp was to finish therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.